Event description:
A malfunction alarm was reported with no notable events occurring prior to the incident. There was no reported impact on the customer's blood glucose level. The malfunction code, labeled as malf 0, was resettable, and the customer did not report any recurrence of the issue after resetting the pump. Technical support provided the necessary pump reset information and instructed the customer to call back if the issue recurred. The customer understood and acknowledged these instructions and was able to continue using the pump without further problems.